Manufacturer narrative:
The pusher assembly was returned for evaluation with the implant coil still attached to it which contradicts what was originally reported in the event description. The evaluation could not determine the cause of the reported event. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent coiling embolization treatment. During the procedure, it was reported that the implant coil prematurely detached inside the microcatheter as it was being advanced to the lesion. The device was removed from the patient. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for eval. (B)(4).